Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the applicator needle and filament of the abbott diabetes care (adc) device remained in the customer's arm. The customer did not expeirence any symptoms with the reported event. A non-healthcare professional helped the customer remove the sensor along with the applicator needle from the customer's arm. There was no report of death or permanent impairment associated with this event.